Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritioneal dialysis therapy., reportedly, the home pt awoke to their transfer set being disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.